Manufacturer narrative:
One vlft10gen device has been returned for evaluation. Investigation of the device is still in progress. Upon completion of the investigation, a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample did not meet specification as received. The visual inspection found the universal foot switch receptacle was observed to be damaged. The reported condition was confirmed. The investigation found the device to function normally and within specifications. The investigation found the additional failure did not cause or contribute to the reported condition. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. The receptacle was replaced to address the condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit needed evaluation as the monopolar instrument caught fire. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.